Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had been wearing a pod between 24 and 36 hours their blood glucose level had rose to over 250 mg/dl. The patient reports bleeding at the infusion site and it was discovered that the needle had not retracted upon initial activation.